Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine") and alopecia ("hair loss."). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) was conducted, however, no results were provided. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : previously reported event injury was updated to new events. Following events were added : dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia(painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration, migraine, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.